Event description:
The pt was having a routine cxr as part of her followup following chemotherapy. During the x-ray the radiologist noted that the port-a-cath catheter was separated from the port. The pt was brought to the special procedures dept for retrieval of the portion of the catheter. The port will be explanted at a later date. The pt was not aware of a problem and the port was not being used for chemotherapy at the time.